Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the unexpected restart was a single occurrence at the distributor level and could not be reproduced during in-house testing. Further technical evaluation determined that the faulty alarm / mute button was due to a defective top case assembly. The top case assembly was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral was being serviced, it restarted unexpectedly. During the service event it was also observed that the device's alarm mute / reset button was not illuminating. The device was not in use when the fault occurred, therefore, there was no patient involvement.